Event description:
It was reported that the lead exhibited high thresholds, due to dislodgement. The lead remained implanted. No information was available if the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.